Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The manufacturers service technician was unable to duplicate the reported problem. Review of the device diagnostic history noted the pressure sensors failure as reported by the customer. The service engineer replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem and finding. Final applicable testing was completed with no fault recurrence reported.